Manufacturer narrative:
Date sent to the FDA: 01/14/2021. The following information was requested, but unavailable: can you please provide the lot number for the vicryl suture (j464g) used in this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4); (B)(4). Additional information was requested, and the following was obtained: please clarify how the procedure was complete. Surgeon closed as normal. No needle was detected via xray; size of the needle piece retained? Unknown. Was more than half the needle retained in the patient? Unknown. Are any plans in place to remove the needle piece in future? Not at this time. Was there any additional tissue damage as a result of searching for the needle piece? None at this time. Please provide procedure date unknown. Patient¿s current status? Normal recovery. The lot number provided, pl5797, corresponds to umbilical tape (u16g), and not suture. To date, it has been reported that the device will not be returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a peroneal laceration procedure post vaginal delivery and suture was used. The needle broke during the hernia repair post-delivery. The patient was sent for x-ray, but the needle was not found. The patient recovered normally. There were no adverse patient consequences. Additional information was requested.